Event description:
The customer stated their centrifuge lid pops open before the cycle is over. The customer has been putting something on the cover to keep it closed so the cycle will finish.

Manufacturer narrative:
Customer reported the statspin centrifuge lid pops open before cycle comes to a full stop. No injuries were reported.